Manufacturer narrative:
On january 7, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the mentor memoryshape¿ mh 440cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Future date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, swelling, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 440cc mentor memoryshape breast implants, suffered right breast pain, size change and swelling, post-procedure. The patient had an ultrasound and mammogram and a right breast implant rupture was also diagnosed. The swelling was described as an abnormal enlargement with fluid accumulation in the area of the implant. As a result, the patient was scheduled for implant explantation surgery for a future date of (B)(6) 2021.

Manufacturer narrative:
Correction: mentor became aware that in the initial report sent on september 29, 2021, it was erroneously indicated that the complications were on the right breast, however, the complications reported were all in the left breast at that time. On november 22, 2021, mentor received additional information indicating that the patient has developed late onset seroma in the left breast, the seroma fluid was sent for pathology evaluation. At this time, the results of the pathology report have not been provided. It was also reported that the patient has developed capsular contracture in both breasts (baker grade unknown). The implants were removed bilaterally, a left breast capsulectomy and right breast capsulorrhaphy were performed. Lastly, the implants were replaced with the following: (left) 500cc mentor memorygel breast implant catalog: smhx500, lot: 9603203, sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: smhx500, lot: 9602775, sn: (B)(6). On december 9, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, breast asymmetry, capsular contracture, late onset seroma. This medwatch form is for the left breast prosthesis. Capsular contracture on the right breast will be reported under mrn: 1645337-2021-13860 correction: mentor became aware that in the initial report sent on september 29, 2021, it was erroneously indicated that the complications were on the right breast, however, the complications reported were all in the left breast at that time.